Event description:
It was reported that the customer's blood glucose (bg) level was 30 mmol/l. Cause was not known. Customer administered an insulin injection to address bg. Customer declined technical support's offer to perform a pump system check. Upon follow up, customer reported that bg lowered to 14 mmol/l and would be changing out pump supplies. No further assistance was required.